Manufacturer narrative:
The ts consultant discussed that the fault code observed previously does indicate that therapy may be compromised and the device should be replaced as soon as possible. It was also discussed that the printouts show myopotentials on the right atrial (ra) lead and the shock channel of the right ventricular (rv) lead which could indicate an insulation/abrasion between the ra and rv lead or the ra lead and the device. The ra lead measurements were in normal range. It was also noted that the shock impedance measurements on the rv lead were high and the last delivered shock showed a measurement above 125 ohms. The ts consultant also confirmed that this last delivered shock had occurred back in 2012. No episodes had been recorded since then that showed shocks being delivered. This information was provided to the field representative to communicate to the physician. No additional information is available. Once any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received shocks. Several hours later, the ICD began to emit tones. The patient went into the clinic to have the ICD checked. Upon interrogation, an error code was observed. Boston scientific technical services (ts) was contacted for further assistance regarding the error code. A ts consultant discussed that the error code indicates that the therapy circuitry had been unexpectedly reset following a shock delivery and that the ICD should be immediately replaced. No adverse patient effects were reported. A memory download was performed and sent to boston scientific by the engineering group. It was confirmed that tachycardia therapy may be compromised with this device and it should be replaced as soon as possible. This information was communicated to the field representative to communicate to the physician. The field representative reported that the patient was brought back in and the device was interrogated. No error codes were noted. The battery status was normal and lead measurements appeared to be in normal range. There were five shocks that have been delivered since implant; five of those were effective but the two recent ones were not found in the arrhythmia logbook. Printouts were then sent to ts for further review.

Event description:
Additional information was received that a revision was performed. The ICD was explanted and will be returned for laboratory analysis. The rv lead was tested and displayed both high out of range pacing and shock impedance measurements. This lead was unable to be extracted so it was capped and abandoned surgically. Testing was also performed on the ra lead but no issues were noted and it remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As the lead will not be returned, no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.